Event description:
The pt reported charging issues between the implant and the external equipment. During a lead revision procedure, the pt's implant was replaced with a new boston scientific spinal cord stimulator.